Manufacturer narrative:
The savvywire used in the procedure has not been returned at the time of this report. Once the sample has been received and evaluated, a supplemental report will be submitted. The contribution of the mirus device cannot be out ruled. Check of the device history records (DHR) of guidewire lot number osw-0448 showed that it was released per specifications. No other complaint was received against this lot. Without inspecting the wire, a visual inspection could not be conducted, therefore no definitive root cause can be established and the contribution of the mirus device cannot be out ruled. If there is any further relevant information, a follow-up report will be submitted to the FDA. While we cannot confirm that an excessive handling was performed, many warnings and precautions must be considered and are well identified in the IFU. As stated in the instruction for use of the savvywire (lbl-2015-03-v10_en osw IFU_f3001-f3002) under precautions: 1. Confirm the compatibility of the guidewire diameter with the interventional device before actual use. 2. Inspect the savvywire for bends, kinks or other damage prior to use. 3. Avoid abrasion of the savvywire orange ptfe sleeve. Do not withdraw or manipulate the orange sleeve in a metal cannula or sharp-edged object. 4. Never advance, pull or torque a savvywire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the anatomy.

Event description:
According to information received, the physician at the hospital was trying for the first time the mirus valve system (siegel 8-fr transcatheter aortic valve replacement system) that is in trial at baptist medical center. The case started as normal , but when it came time to put the mirus sheath in, there was a struggle to advance the sheath into the patient's femoral artery. After some tries, the surgeon stepped in and finally was able to introduce the valve. The case continued as normal, the valve was crossed and the savvy wire was put into the lv. The mirus delivery was loaded over the savvy wire. As the delivery system was going up and around the aortic arch, it seemed to get stuck and not be able to advance. The surgeon and the other cardiologists tried but nothing worked. When they tried to advance the delivery system, it would push the savvy wire forward, which they didn't want to happen. They tried bringing the system back, added viperslide to make it easier but that also failed. After running out of options, they decided they were going to remove the delivery system and prep a new valve and delivery system to try again, but with a cut down of the femoral artery this time. The surgeon performed the cut down and instructed the cardiologist to pull the delivery system out but it kept getting stuck. The mirus representative stepped in and worked with the indeflator which allowed the valve and delivery system to finally come out. The cardiologist and team looked at the delivery system and wire and could see that the ptfe coating of the savvywire had peeled off a few inches above the sensor. Last observed, the surgeon successfully closed the cutdown and patient was in stable condition. The patient will come back for the case to be repeated.